Manufacturer narrative:
Concomitant medical products: d274trk ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited undefined impedance and was programmed off. No patient complications have been reported as a result of this event.